Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the pump was exposed to moisture. Customer's blood glucose (bg) level was 194mg/dl. Reportedly, the customer removed the pump from moisture environment to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.